Manufacturer narrative:
(B)(6). (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed. (B)(4).

Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2017-01217 pertains to the first resolution 360 clip device and manufacturer report # 3005099803-2017-01216 pertains to the second resolution 360 clip device. It was reported to boston scientific corporation that two resolution 360 clip devices were used in the colon during a prophylactic clipping procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the clip was properly applied on the target site; however, the clip could not be released from the delivery system. After prolonged shaking of the catheter, the clip was eventually released. The same issue occurred with the second resolution 360 clip device and the procedure was completed with another resolution 360 clip device. There were no reported complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.